Event description:
It was reported through the patient outcome that the patient passed away due to end stage heart failure and cardiogenic shock. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A direct relationship between the device and the reported end stage heart failure, cardiogenic shock, and patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.